Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that they were recharging their ins when they felt like they were being shocked really hard in their legs. Pt said they then unplugged the recharger (rtm) and it seemed like the controller was still working at that time. At some point the controller froze on please wait screen. Pt/caller said they tried to put the controller back on the charger and that did not resolve the issue. Pt said their legs were still hurting like crazy. They followed up with the rep and rep was going to try and get them an appt (pt also has appt with healthcare provider (hcp) on the 11th). Patient services specialist (pss) walked caller through removing the battery pack, plugging the controller into the ac power supply, caller confirmed it powered on. Pss had caller re-insert the battery and confirmed the green light on the controller was flashing. The controller then prompted the caller to walk through the controller setup steps. When going through the setup steps and pt connected the rtm, the controller displayed the battery empty, recharge the controller screen. Caller then connected the controller back to ac power and confirmed it was recharging. Pss reviewed to allow the controller to fully recharge and then they should be able to finish controller setup steps and recharge pt's ins; caller and pt confirmed they understood. Pt will follow up with rep/hcp regarding leg pain/shocking in their leg. Pt mentioned that they didn't get any training on how to work their device with their first rep. Pss reviewed when they meet with rep for the leg pain/shocking to have them go over device function and reviewed pats hours. Pt also mentioned that they had a broken ankle.